Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found in the device that would result in the needle deploying late. Pod download data showed that it completed first and second priming. Although no issues were noted with the needle mechanism, it could not be determined when the needle got deployed. A root cause for the reported needle deploying late could not be determined.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle mechanism had a late deployment and the pod was unable to be used.